Event description:
It was reported that the lead was removed due to pericarditis. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the lead was removed due to pericarditis. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary :the full lead was returned, analyzed and no anomalies were found. It was noted that all conductors were distorted, the proximal conductor was distorted, the proximal conductor was stretched, there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the proximal conductor (not obstructed), the inner tubing was kinked/buckled, the inner insulation was breached cut, the outer insulation was breached cut and there was apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.